Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl. Troubleshooting was not performed as the doctor requested for someone to come by the hospital to troubleshoot the device. The insulin pump trainer called back to test the insulin pump and found the time was off by nine hrs, which impacted his basal delivery. The trainer stated that the insulin pump did not have a reservoir or infusion set to continue testing. It was stated that the insulin pump should be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.